Event description:
It was reported the patient experienced a shocking sensation in the past week due to "dry air". The patient's device is showing a por (power on reset) condition following exposure to electromagnetic interference. No outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.